Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was done to retrieve the needle? Could the needle be removed out of the patient? Was the needle piece removed during the same surgery? Was there prolonged surgery time? If yes, how long? Was additional surgery necessary to remove the needle?

Event description:
It was reported that the patient underwent cyst excision on (B)(6) 2019 and suture was used. While the gp was performing suturing in normal way using mattress stitch technique, the suture needle snapped near the eye/thread end of the suture. This became embedded in the patient¿s back which resulted in the patient being sent to accident and emergency department to be seen by the surgical team. No additional information was provided.